Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the reverse trigger of the motor was jammed due to excessive dirt on the pressure pin and slight rusting as a result of insufficient lubrication of the motor. This is attributed to faulty maintenance and care. Normal service was performed and the device was returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Customer reported reverse motor doesn't work. This is report 1 of 1 for (B)(4).